Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: could not find out the lot # of device because account had disposed of the product. Indications for surgery were gynoncology procedure with colon involvement. Lavh with colectomy was performed. It is unknown if patient received preoperative chemotherapy or radiation. No there not any issues experienced with the device in the initial surgical procedure. They have years of experience with the device, cstfa. It is unknown where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b). It is unknown if the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing, they have years of experience with device, always hold 15 seconds prior to firing. Device was not difficult to close or fire. Healthcare professional received audible and tactile feedback when firing the device. The donuts were there but not as thick as normal. Yes, white breakaway washer was visually confirmed. No issues were noted with staple formation at any point throughout the care of the patient. Yes, leak test was performed - an air/water leak test and found a leak. No, the staple line visualized endoscopically during the initial surgical procedure, it was an open procedure. Leak was found day of the procedure. Leak was identified by leak test. Leak was found during surgery. The leak was diverted to iliostomy - surgeon noted severe edema and was planning iliostomy during procedure. Patient is doing fine. Account (B)(6). No lot number available- product disposed of -gyn/onc procedure with colon involvement needing resection -no comments on chemo or radiation- surgeon commented severe edema in colon and was planning on ileostomy -no issues noted with device- device closed and fired as expected. Years of experience with product. No issues with audible or tactile feedback- normal -donuts were not totally intact breakaway washer visibly seen. Leak test done at time of surgery and noted. Ileostomy done. Patient is doing fine. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that post op to an unknown procedure there were 'leaks.' No other information is available.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. H1: MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the defined criteria for a reportable event. Additional information received: was ileostomy planned or due to difficulties with device? Surgeon mentioned planning on ileostomy in procedure due to edema in colon was the patient¿s post-operative care changed in any way due to issues with device? No was the surgeon performing a colorectal procedure at the same time as gyn? Yes- gyn/onc procedure.